Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 300 mg/dl. No significant events leading to the alarm were observed. The customer was unable to troubleshoot for the motor error. She called back regarding the alarm with a blood glucose reading of 294 mg/dl, which was treated with a manual injection. She stated that she had just eaten. She also reported that the insulin pump had alarmed no delivery 2 weeks prior, as well as the night prior to the call. She noted that the no delivery alarms were resolved by an infusion set change. She agreed to return the infusion set and reservoir for analysis. Advised replacement of the insulin pump due to the motor error alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.